Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Two triclip xtw clips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. On (B)(6) 2026, a day post procedure, an echocardiogram was performed and the second clip was observed to be detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to severe.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr) appears to be a cascading effect of the reported slda. Tr is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Two triclip xtw clips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. On (B)(6) 2026, a day post procedure, an echocardiogram was performed and the second clip was observed to be detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to severe.